Manufacturer narrative:
The system was not in use because of an issue with sensor disconnections, which was reported separately under complaintrec-(B)(4). The issue was escalated to technical support team who determined initially that the issue could be with the transmitter and issued a transmitter replacement to help resolve the issue. However, the issue still persisted even with the new transmitter. The patient was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. The patient scheduled an appointment with the hcp for sensor replacement. An ultrasound was performed during the removal procedure and the sensor was found to be inserted 3 mm under the skin, which is considered normal depth. To further investigate the issue and to determine root cause, the patient was requested to send the sensor back for further evaluation.both sensor and the transmitter were returned to senseonics for further investigation. Investigation found that transmitter passed all the tests and no problem was found. The sensor was investigated by holding it right against the transmitter. Although an excellent signal was received, the signal was unstable. Thus, the customer complaint was confirmed. The malfunction was likely due to an issue with sensor's asic. As part of resolution, the patient was given a new transmitter and a sensor to continue using the system. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a multiple hypoglycemia events where the system did not alert the patient as it was not in use due to an issue with sensor disconnection. The event happened on (B)(6) 2025 at 2:30 pm. The patient reported that the blood glucose (bg) was 58 mg/dl. The patient was able to self resolve the event with glucose and chocolate.